Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The photos show nicks on the luer taper on previously used samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked/ product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the tip of two adapters is broken resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the tip of two adapters is broken resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.